Manufacturer narrative:
Device received at synthes (B)(4) and is in the eval process, no conclusion can be drawn.

Event description:
Device report from the (B)(4) indicates 1 hour into an orbital floor operation, when they went to use the air pen for the first time in that procedure the hose near the end of the pen burst. The surgeon suffered temporary hearing loss.